Event description:
It was reported when performing a preventative maintenance check on the device, it was discovered the pace led (light emitting diode) is not flashing. The device is being returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.